Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
One attempt but difficult to get it to drop into svc, using sherlock. One puncture only, used ultrasound. Started 2 hours before placement, rapid response. No IV access, so wanted a PICC placed. Started an IV to bolus meds, dopamine. In ICU, stopped dopamine because heart rate was 140s. Started PICC placement. Bp was low (map 45). Access to vein was good, couldn't get past subclavian to svc, lowered the bed and had pt turn his head. Was c/o being hot and asking for ice chips. Bp was dropping while in room. Got PICC into svc and pt bp continued to drop, pt coded. He was "partial code" CPAP and levophed started. Continued code and pt eventually expired. Pressure had stopped and he'd stopped breathing. Agitation from decreasing o2. Clinical specialist: very few reserves before placement. Became more agitated while PICC was being placed. Was sitting up and conscious, able to speak. As PICC was dropping into svc, increased sob and gasping, flushed red and c/o being hot. Hr up to 140-160. Unresponsive. Tremor, wondered if he was seizing, went pale and unresponsive. Sales representative: looked like an acute event, didn't look vasovagal, histamine flush, dread, then unresponsive. Pt appeared to be not exchanging oxygen well, prior to reaction. Due to pt's diagnosis and condition, an autopsy will probably not be performed . Late stage renal cancer with mets throughout the body. Additional info: the placing rn used the 3ml clear chg from the kit and another 10ml chg off the shelf to clean the site prior to placement. No chg was used after placement, but as the pt was being coded, the rn put a biopatch and clear dressing cover over the site. No versed was given.